Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, low amplitude, noise, oversensing and pacing inhibition of four seconds. Troubleshooting options and further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information regarding the serial number was requested, however, at this time no additional information is available. If further details are provided, a supplemental report will be submitted.